Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection resulted in no findings. It was recommended to replace the main board. The customer declined the recommended repair, the device was returned unrepaired and labeled not certified for clinical use. The battery used at the time of the reported event was not returnesd. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device fails self test. Complainant indicated that there was no patient involvement in the reported malfunction.